Manufacturer narrative:
(B)(4). Method: the complaint device has not been returned to the manufacturer. It has been visually inspected and performance tested by a fisher & paykel healthcare service engineer at our regional office in the USA. Results: no damages were observed on the complaint humidifier. The complaint humidifier was performance tested for an hour and was found to be operating within specification. No fault was found. Some condensation was observed, due to not clearing out the circuit periodically. A lot check revealed no other complaints of this nature for this lot number. Conclusion: no fault was found with the subject humidifier. It functioned normally during testing and passed the performance check. Condensate in the humidification system, although not preferred, is an expected side effect of heated pass-over humidification systems in many conditions, and may vary between light misting to water droplets that form on the wall of cool breathing circuit tubing. The amount of condensate in the ventilation system is influenced by multiple setup and environmental factors. Following the inspection, after passing the performance and safety tests the subject humidifier was returned to the healthcare facility.

Event description:
A hospital in (B)(6) reported that an mr410 respiratory humidifier was producing condensation in the breathing circuit. No patient consequence was reported.